Event description:
The customer contacted baxter's service center regarding a system error (se) 2240 (air in tubing), which occurred on the homechoice (hc) during initial drain. The patient was connected at the time of the alarm. The patient line had been properly primed prior to connecting and no patient extensions were in use. The patient line had not separated from the transfer set. The patient had not pressed go prior to connecting. The patient did not disconnect prior to the alarm. There were no issues found in the set up. There was nothing unusual noted about the supplies. The supplies had not been damaged by an outlet port clamp or assist device. The home patient (hp) had two extra supply lines. One was still in the blue organizer and the other was on the floor. It had fallen under the table during set-up. The hp could not find it during set-up; therefore, she never did anything with the line (she did not uncap or close the clamps). It was confirmed during the call that the clamp was still left open. The technical service representative (tsr) assisted the hp to clear the alarms so that she could open the door, in order to set up again with new supplies. The tsr referred the hp to her on-call registered nurse for further medical instructions. Proper procedures were reviewed with the patient, and there were no samples available. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This condition for a report of a system error 2240 was confirmed. The root cause was a use error - open clamp, as the customer reported the supply line with the open clamp. The label review found the labeling adequate for the use error in this complaint. Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. This issue is being investigated through CAPA.